Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The carrier board and cabling were replaced to resolve the reported issue. (B)(4).

Event description:
The hospital reported that the unit went into system failure during a case. There was no report of patient injury.